Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. There were no new allegation reported from unf. After review of medical records, patient was revised to address painful left total hip replacement with metallosis, and high cobalt and chromium levels. Revision note reported discomfort, increase cobalt and chromium levels, and acetabular cup showed discoloration and acetabular component was significantly corroded, and it was mention that there were no metallosis noted, and no signs of lysis around stem. Doi: (B)(6) 2009; dor: (B)(6) 2019 (left hip) first revision. Patient is bilateral, please see (B)(4) for the right hip.